Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: m030003. 2.5 hours of operation: 10454 hours. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. At the specified date of the incident no history files were available. Therefore, the last history files were investigated. No anomalies could be detected. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -4,20%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 after checking the delivery rate constant, noticed that the delivery rate constant was set to +3,0% in the hibased programme. After the value was changed to 0.0% (basic setting), the delivery rate measurement was carried out again. 3.7 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,93%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. 3.8 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Assessment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No flowrate deviation could be reproduced ore detected inside the history files. Addition information: the flowrate constant has been changed by the costumer. This resulted in a flowrate deviation of -4.20% (within tolerance). The customer set a constant of 3% in the hibased. After the constant was set to 0.0 %. This resulted in a flowrate deviation of -0.93% (within tolerance). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in germany: "flow rate deviation." According to the customer: "device does not infuse specified amount."